Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette negative control in well position a4 and no error message was generated. A field service engineer was dispatched and could not duplicate the event. Fse replaced splld. No death or serious injury was associated with this event.